Manufacturer narrative:
Concomitant medical products: concomitants: 2822683 02-010-01-0340 - logic femoral ps cem right sz 4 2736908 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 2770068 200-02-35 - three peg patella 35mm additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Legal case : (B)(6) related case : (B)(4). Email from legal: the patient is verified for right knee implanted on 10/16/2013. The patient had two revisions of the right knee on (B)(6) 2021 and (B)(6) 2022 ***all 3 op reports are attached. There is no evidence that the 2021 revision resulted in another set of recalled parts being implanted. In fact, it seems based on discussions with the attorney/adjuster they are claiming that although no new recalled parts went in during that 2021 surgery the claimant had bone loss and complications that resulted in him being unable to return to the workforce and ultimately needing another revision surgery that took place (B)(6) 2022. Op report (B)(6) 2021 postoperative diagnosis: loose right total knee replacement, femoral and patella preoperative note: this is a 54-year-old male who is eight years out of following a primary knee and a height of 6 feet and a weight of 288, bmi is 38.1 and is here for a revision of the knee. This case was made more difficult by his size, as well as the difficulty in retracting and placing the trials and components and should be considered for a 22 modifier. This did take at least 30% longer than a standard knee revision. Description of procedure: there was significant poly wear synovitis noted throughout the knee and required a thorough total synovectomy, debriding the suprapatellar pouch, medial and lateral gutters and retropatellar fat pad. The femur did show evidence of loosening with some fluid that could be expressed beneath the femoral component. Upon removing the polyethylene, there was some minor wear along the post but not significant. There was significant evidence of wear posteriorly on the very posterior aspects of the polyethylene. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Historical record & smartsolve searched for sn/patient name with no results. 2784825 02-012-44-4011 - logic tibia implant psc insert, sz 4, 11mm ***serial number #:(B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547 concomitants: 2822683 02-010-01-0340 - logic femoral ps cem right sz 4. 2736908 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 2770068 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
1038671-2024-05083, 1038671-2024-05081 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-05083, 1038671-2024-05081. The following sections were updated: g1, h6. The following sections were corrected: b2, d1, d4, g1, g3/g4, h4, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.